Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed external visual examination. Functional testing revealed that the battery was unable to charge past three led indicators when placed on the battery charger. Additionally, functional testing revealed abnormalities in the cell-voltage plot. Internal inspection of the battery revealed an intermittent solder connection between cell pairs of the battery, which contributed to the inability of the battery to charge past three bars and the abnormal cell-voltage plot. After re-soldering the connection between cell pairs, the battery regained functionality and was able to perform as intended. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a defective solder. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery would not go past three bars no matter how long it was on the charger. The battery subsequently tested out-of-specification on manufacturer's analysis. No patient complications have been reported as a result of this event.